Event description:
The company was informed that the pt's device was explanted and the pt was reimplanted with another advanced bionics cochlear implant. Advanced bionics is in the process of gathering more information. Once additional information is received a supplemental report will be submitted.